Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Photograph provided shows that the device is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument cracked and broke during trial impaction. There was no surgical delay. No foreign bodies were retained. The surgical technique was utilized. The surgery was completed with a second device. Attempts have been made and all available information has been provided.